Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The patient had been implanted with implantable cardioverter defibrillator (ICD) in 2011 and since (B)(6) 2022 they have seen gradual rise in the impedance measurements, measuring at 80 ohms and now measuring at 126 ohms. Technical services discussed about programming options. This rv lead remains in service. No adverse patient effects were reported.